Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left external iliac artery. A 14-4/5.8/75 xxl¿ vascular balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body.